Event description:
The customer reported while running an hiv 1/2 peptide assay, summit sample handler did not pipette diluent into well position f1 and did not give an error message. Customer also noted that summit sample handler pipetted bubbles into well position g1. No error message was given. A field service engnieer was dispatched. No death or serious injury was associated with this event.